Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 144 mg/dl. Customer stated that she was working on the yard and that the button might have been pressed for 3 minutes. Customer was assisted with clearing the alarm, but alarm could not be cleared. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(2). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube.